Event description:
Spontaneous: pt called in stating she did a mix and got a blockage error 'high pressure' alarm. At first pt tried to check the line- no kinks, the batteries were fine she undid the cassette and redid it and was clamped and undamped. Same message had the pt check the side where the air detector is she did see air bubble in the line. She said the blue tab was already off- advised her to press down on the green tab which she did and tried to take out the air bubble but was not able to (seemed like she was having difficulty pulling it out). Advised her to try another cassette. She was in the process of making a new cassette. She will call back if there is any problems. Cassette lot #4235253. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? No. Did the patient have additional cassettes they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Pt did not call back for any further issues as instructed. No. What was the patient instructed to do in able to continue their infusion? , is the infusion life- sustaining? Yes, what is the outcome of the event? Resolved? Yes, ongoing? Reported to (B)(6) by: patient/caregiver.